Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hercules 3 stage wire guided balloon. The physician attempted to inflate the balloon, but the balloon would not inflate properly. The balloon was reportedly punctured. The procedure was canceled. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small hole. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small amount and steady stream of water exits the balloon material at the location of the small hole. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The reporter was unable to specify the maximum pressure that was used to inflate the balloon. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.